Manufacturer narrative:
Exact date unknown, event occurred in the past year.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent a revision procedure wherein an additional ipg and linear leads were implanted. Nothing was explanted during the procedure. The patient was doing well postoperatively.